Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06458. It was reported, the pt was experiencing increases in the stimulation intensity. The pt also experiencing changes in the stimulation with various movements. X-rays were taken and it showed the lead had partially pulled out of the ipg header. F/u on (B)(6) 2013, identified the pt underwent surgical intervention to reconnect the lead to the ipg. However, post-op programming was unable to recapture effective stimulation. A system diagnostics showed low impedances on all contacts. The sjm rep is consulting with the implanting physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.